Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code 9. Customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. No corrective actions have been taken yet as the customer plans to call back with a charging pad to complete the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.